Event description:
It was reported to boston scientific corporation on (B) (6), 2009, that a box of 2 endovive standard peg kit pull method was being unpacked on (B) (6), 2009. According to the complainant, the second device had no tray cover. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis, but not yet evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).